Event description:
As reported on user medwatch # (B)(4), "when PICC was discontinued per order of physician due to change in anticoagulant therapy, the device was noted to have 2 fracture sites - one at 21cm and one at 24cm. No injury to patient." The catheter was being used for fluid delivery. Tpa had been administered on february 15 and february 19. No patient injury or complications resulted from this event. The used device was discarded at the hospital.

Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging, assembly and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2013 navilyst medical complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole distal to suture wing." No adverse trends were identified. The customer's reported complaint description cannot be confirmed as the sample had been discarded. Without receiving a sample for evaluation, we cannot definitively determine a root cause for the reported event. The DHR review for the reported lot revealed no issues at the time of manufacture. Based on the information that there were holes/fractures in the catheter tubing at the 21 and 24cm markings (inside the body) and the administration of tpa (twice) to unclog an occlusion in the catheter, a potential cause for this event is overpressurization of the catheter lumen during infusion access, however this is unable to be confirmed. Manufacturing process controls for the PICC device include 100% visual inspection for damage or defects, 100% air leak tests, and a 100% check for lumen patency by inserting a guidewire. The directions for use supplied with the device contains cautions and warnings which should be followed in order to prolong the usable life of the catheter and prevent damaging the catheter. (B)(4).